Event description:
The patient reported on (B)(6) 2014 that the physician that implanted the first permanent system ¿screwed up¿. The leads migrated right after implant. The leads were removed and replaced. Additional information has been requested.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6); product type lead. (B)(4).